Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 25521 was found indicating link to embedded serializer master handle (esmh) is down, confirming the fault occurred in the field. Upon visual inspection, the right master tool manipulator (mtmr) was installed onto a known good system where the error was triggered, indicating fault on the link to esmh. The mtm was then installed onto a surgeon side console (ssc) fixture test platform (sftp) where power up was found to be failing on the link to esmh. Once testing was completed, rotary joint secondary (rjs) printed circuit assembly (pca) and esmb pca were tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to an electrical issue with the rjs board and esmh board on the mtm. This issue may be resolved by fse service to replace the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtmr). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator right (mtmr) inside the surgeon side console (ssc) moved upwards (spring motion) when let go and didn¿t stay/fall down. There was also a recoverable error on the monitors. The customer reported that this issue had happened previously. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.